Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient arrived to the emergency room (ER) due to audible alert and a review of transmission revealed that one day prior, the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate-non-sustained (hrns) episodes and sensing integrity counter (sic) with nine hundred and seven short v-v intervals in addition to noise and oversensing. The physician was performing a routine echocardiogram as the last one showed improvement of ejection fraction (ef) thus, the physician decided to turn off all therapies. Six days later, the rv lead was replaced. No patient complications have been reported as a result of this event.